Manufacturer narrative:
For the 31 reported events, 31 lot number were provided, and lot history review. 5 devices are pending investigation. 2 devices identified as self activation. 34 devices are no sample and inconclusive. The company is still investigating the issue at this time. The device is labeled for single use. Corporate lot no (redp1484, rebz0343, rebs2361, rebt1252, reby0300, reas2353, rebs0486, recn1631, rect1762).

Event description:
This report summarizes 41 malfunctions. A review of the reported information indicated that model mc1410. Biopsy instrument allegedly experienced self-activation or keying. These reports were received from various sources. Of the 31 patients, 1 did not involve patient, and 30 involved patients with no reported patient consequences. Of the thirty-one reported patient, 24 patients ranged from 24¿ 60 years of age, weight ranged from 45-68 kgs and 24 were female; however, other patients age, weight and gender were not provided.

Event description:
This report summarizes (B)(4) malfunctions. A review of the reported information indicated that model mc1410 biopsy instrument allegedly experienced self-activation. These reports were received from various sources. Of the (B)(4) malfunctions, (B)(4) patients were involved with no reported patient consequences and one event did not involve a patient. Of the thirty-one reported patients, (B)(4) patients ranged from 24¿ 64 years of age, weight ranged from 45-68 kgs and (B)(4) were female; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the (B)(4) malfunctions, all provided lot numbers and lot history reviews were performed. Sample material was returned for six of the forty-one events. Self activation was not identified for one malfunction, but failure to prime was identified. For three malfunctions, self activation was identified. For one event, the original sample was not returned, therefore the investigation for self-activation for the original sample is inconclusive. However, (B)(4) lot samples were returned, and one confirmed for self-activation and the other (B)(4) did not confirm for self-activation. One malfunction returned a lot sample, and the investigation is inconclusive for the reported self-activation. The remaining (B)(4) malfunctions are inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 corporate lot no (redp1484, rebz0343, rebs2361, rebt1252, reby0300, rect1904, rebs0486, recn1631, rect1762); g4 h11: b5, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 41 devices, the product catalog number of 1 device was updated to mc1416 (corporate lot number rect1904). Of the 41 malfunctions, all provided lot numbers and lot history reviews were performed. Sample material was returned for 6 of the 41 malfunctions. Self activation along with failure to prime (1492) and failure to obtain samples (2533) was identified for one malfunction with a returned sample. For three of the malfunctions with a returned sample, self activation was identified. For another malfunction, the original sample was not returned, therefore the investigation for self-activation for the original sample is inconclusive; however, 10 lot samples were returned, and one confirmed for self-activation but the other 9 did not confirm for self-activation. One other malfunction returned a lot sample, and the investigation is inconclusive for the reported self-activation. The remaining 35 malfunctions are inconclusive as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. Corporate lot no (redp1484, rebz0343, rebs2361, rebt1252, reby0300, rect1904, rebs0486, recn1631, rect1762);

Event description:
This report summarizes 41 malfunctions. A review of the reported information indicated that model mc1410 biopsy instrument allegedly experienced self-activation. These reports were received from various sources. Of the 41 malfunctions, 30 patients were involved with no reported patient consequences and one event did not involve a patient. Of the thirty-one reported patients, 24 patients ranged from 24¿ 64 years of age, weight ranged from 45-68 kgs and 24 were female; however, other patients age, weight and gender were not provided.